Event description:
Pt had a knee infection and device was explanted. The pt was treated with antibiotics and subsequently re-implanted with a new iforma implant.

Manufacturer narrative:
The device was explanted.